Event description:
Veterinary event. It was reported on (B)(6) 2013 that the electric pen drive did not work during a tibial plateau leveling osteotomy procedure. The issue facility contact stated the device did not feel right according to the surgeon. The device was not rotating at the proper speed/rpm and the lever clicked when released. There were no injuries reported, but there was a delay in surgery. No additional information was provided. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as engineering could not duplicate the low speed when the device was tested. A device history review was conducted. The report indicates manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months was reviewed. The item was previously returned for service on (B)(4) 2013 because the device will not work. A service request for this item was called in on (B)(4) 2013 due to the device not rotating at the proper speed/rpm and the lever clicks when released. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. An evaluation was performed and the reporter¿s complaint that the electric pen drive has low speed couldn't be confirmed. The device was tested and the complaint wasn't duplicated.